Manufacturer narrative:
The investigation determined that a non-reproducible, false negative vitros op result was obtained for a known positive quality control fluid. Patient samples were not known to have been affected. The customer recalibrated their in-use vitros op reagent lot, and acceptable performance was obtained following recalibration. A definitive root cause for the event could not be determined. However, a control fluid issue and/or an equipment or reagent related issue cannot be ruled out as contributing factors.

Event description:
The customer obtained a non-reproducible, negative vitros op result for a known positive quality control fluid processed on the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected with a patient sample. No patient results were known to have been affected. There was no report of patient harm as a result of this event. (B)(4).